Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as his pathology reports, return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient had a metal femoral head and accolade stem. Part of stem was worn. The physician removed and replaced stem, head, and poly insert.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had a metal femoral head and accolade stem. Part of stem was worn. The physician removed and replaced stem, head, and poly insert.